Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated the device was leaking insulin and there was moisture behind the display screen. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 103 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.